Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No release records were reviewed, as the product lot number was not provided.the omnipod user guide warns "if an infusion site shows signs of infection immediately remove the pod and apply a new one at a different site. Contact your healthcare provider and treat the infection according to instructions from your healthcare provider," and advises "check the site for signs of infection, such as pain, swelling, redness, discharge or heat."

Event description:
Patient reported they had an infection at the pod site and they sought medical attention. Site drained by itself after 48 hours. The customer was given oral medication. Pod worn between 36 and 48 hours.